Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of noise reversion that resulted in oversensing and inadequate delivery of anti-tachycardia pacing (atp). The delivery of atp resulted in polymorphic ventricular tachycardia which spontaneously resolved. The right ventricular (rv) lead was replaced to resolve the event and the patient was stable. Further information was requested but was not available.

Event description:
Additional information was received indicating that the right ventricular lead was capped and replaced to resolve the event. The patient was stable.